Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the connector plate is leaky. Caller reported both pins on the cannula housing are broken off. No adverse event reported. All infusion sets have been depleted; no product will be returned.

Manufacturer narrative:
The patient reported the issue occurred 4 times. It is unknown if this was with the same lot of infusion set or what dates the issue occurred.